Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while checking a steerable guide catheter (sgc) hemostasis valve, the heparinized saline slowly disappeared. Sgc was replaced and procedure was continued. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.